Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast reconstruction surgery with mentor tissue expander, 550cc, breast implants which the right side deflated after implantation. As a result patient had it removed and replaced with catalog number: 3341252, serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Upon review of this file, mentor determined that additional information was necessary to explain the nature of the off-label use reported in the previous submission. This device was implanted for longer than six months and was used for breast tissue expansion. Per the instructions for use, these devices are not intended to be implanted for longer than six months, nor are they indicated for breast tissue expansion applications. Manufacturer's reference number: (B)(4), provided more information about the nature of the off-label usage in section h10.

Manufacturer narrative:
On september 23 2020, after reviewing the codes, clinician added to device code "off label use" for proper codifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After additional review of this event by mentor's clinical safety and regulatory teams on 22-jul-2022, it has determined that the device was not used off-label. As a result, medical device problem code off-label use no longer applies. The device was implanted longer than six months, which is not in accordance with our instructions for use. Therefore h6 medical device problem code a23/use of device problem has been added. Manufacturer's reference number: (B)(4). H6 medical device problem code off-label use was replaced with a23/use of device problem.